Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia after meal boluses while using the ilet bionic pancreas for approximately two months, leading the user to announce less than full meals to avoid lows and to question algorithm performance. Symptoms included low blood glucose requiring carbohydrate treatment. Outcomes included self-treatment with oral glucose following the 15-15 rule and escalation to a full-sugar beverage due to delayed recovery, with no hospitalization reported. Investigation included review of uploaded reports and troubleshooting and education by support, with an attempted appointment to further assess therapy. Investigation of this case revealed no evidence of improper meal announcing in the reports, though user-reported under-announcing to mitigate lows suggests potential mismatch between insulin delivery and carbohydrate intake or timing, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.